Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the carbohydrates ratio and correction factor values when entering settings into the pump. The customer had experienced varied elevated and low blood glucose (bg) levels (exact values were not provided). The customer consumed food to address low bg levels and addressed elevated bg levels with insulin. The customer's healthcare provider adjusted the pump settings to the correct settings.